Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Additional observation not reported by site: the endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed the no image test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 30-degree endoscope plus involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus was broken but no additional information was provided. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated there was no physical damage to the scope. However, the operating room team reported that the image did not display correctly, and when it did, the orientation was inverted with no option to adjust it.